Event description:
During evaluation of a sample returned for an unrelated issue, a leak was found in the cassette due to a cut in the cassette sheeting. There was no patient involvement.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Initial evaluation confirmed a cut in the sheeting which resulted in a leak. Upon completion of baxter's investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample underwent a visual inspection and leak testing, and a cut in the cassette sheeting was found. A clear passage test and a clamp function test were performed with no issues noted. The sample was run on the homechoice, and air was drawn through the heater line. The sample confirmed the reported problem.